Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 658 mg/dl. Customer treated high blood glucose with intravenous insulin drip, insulin, magnesium. Customer did not stated any symptoms related to high blood glucose. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.